Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: technical service was performed in that time several services and could exclude a technical defect. No technical root cause was identified. After consultation with customer the air conditioning could be identified as a potential reason. The generated air flow blows indirectly on the eye and dries it out more intense as with the standard procedure lasik (with which it did not come to this behavior in the last years). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported overcorrections over the years when doing photo refractive keratectomy treatment. The site reports the air conditioning as a potential reason for these events. Additional information requested.